Event description:
The product was used during a laparoscopy procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon performed a re-operation on november 6, 1996 and removed the component from the pt's abdomen. The hosp has reported the pt's condition is satisfactory.